Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 07/21/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. Bluetooth pairing test was performed and the device passed. The reported event of inaccuracies was not confirmed because information about inaccuracies could not be reproduced with the transmitter. A root cause could not be determined.